Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the spring on the cpc connector was displaced, the tah-t system continued to perform its life-sustaining functions. The cpc connector will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The cpc connector is a component that provides the interface between the tah-t cannula and the drivelines. The customer, a syncardia certified hospital, reported that during a driver exchange, the cpc connector on the left side tah-t cannula was found to have a displaced spring. The customer also reported that the driver switch occurred without any adverse patient impact. The customer also reported that the cpc connector was subsequently replaced without any adverse patient impact.

Manufacturer narrative:
After the reported issue, the customer could not locate the cpc connector and therefore it was not returned to syncardia for evaluation. Clinicians and patients are trained to thread a wire tie through the thumb release tab of the cpc connectors to prevent inadvertent disconnection of the cannulae from the drivelines. It is possible that when the wire tie was threaded through the connector, it dislodged the cpc spring. Alternatively, when the wire tie was removed from the cpc connector during the described driver switch out, it could have dislodged the spring. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The cpc connector is a component that provides the interface between the tah-t cannula and the drivelines. The customer, a syncardia certified hospital, reported that during a driver exchange, the cpc connector on the left side tah-t cannula was found to have a displaced spring. The customer also reported that the driver switch occurred without any adverse patient impact. The customer also reported that the cpc connector was subsequently replaced without any adverse patient impact.